Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels and on (B)(6) 2026 went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high" (no specific value was provided) with ketones of an unspecified size. Cause was unknown. Customer was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. At the time of the report with tandem technical support (cts), customer was still admitted in the hospital with the issue resolved and no permanent damage. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.